Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket / 510(k):k141521, k141597.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified renal vein. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. During the initial inflation at 10 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.